Event description:
Patient reported right side rupture and capsular contracture baker grade unknown. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: no further actions are required as the device was implanted. Additional, corrected and/or changed data.

Event description:
Company representative reported, right side rupture. And capsular contracture, baker grade unknown. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo analysis results: visual analysis of the photographs identified: rupture: observed, an opening the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: observed, next to the device have appears to be biological tissue. But, it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Company representative reported right side rupture and capsular contracture, baker grade unknown. Device has been explanted and replaced with a non-allergan device.